Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken on plunger assembly. Broken handle and chipped out on lower left front corner of top case and cracked on right plunger case. Force sensor test error was observed in the event history log. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to bel fluid ingression was found inside plunger assembly. The technician replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all the functional testing which passed.

Event description:
It was reported that the reading system force sensor failed diagnostic reading. The device had the same amount of force regardless if applying force manually. No patient injury was reported.